Event description:
This emdr reflects the first of two reported occurrences.

Manufacturer narrative:
Received a used list #144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer for inspection. A crack was found on the female luer. The set was leak tested per product specifications. The reported complaint of leakage can be confirmed due to the crack on the female luer. The probable cause of the crack is due to a material issue on a vendor supplied part. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b5. Updated information can be found in h6 medical device problem codes and component code.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer. The tubing was reportedly leaking smof lipids (soy, medium-chain triglyceride, olive, and fish oil). There was no report of any human harm.